Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation found the following: a) distal end broken tip and b) charged coupled device unit has a length below the standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that parts of the evis exera ii ultrasonic bronchofibervideoscope fell off from the distal end including the bending section cover and a small knob at the distal tip broke off. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.